Event description:
As reported by the user facility: description: night shift rn noticed that the patient's bed was wet. Pt was diaphoretic majority of the night therefore it was difficult to assess where exactly the wetness was coming from. Pt condition changed - now hypertensive, tachycardic and not cooperating with the ventilator. Finally it was noted that the IV tubing was broken and as a result the patient was not getting any fentanyl for a number of hours. Due to non compliance, pt's sedation had to be increased and then pt vitals started to decline as a result. Once tubing was changed pt was much more comfortable, compliant and well sedated. Pt now stable again. Patient became diaphoretic. Patient stabilized with replacement of tubing that was discovered to have a hole, and prescribed medication infusing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.